Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found needle separated from sensor.

Event description:
The customer reported via phone call that the needle was stuck in the inserter during sensor insertion. The customer's blood glucose was 9.7 mmol/l. The customer agreed to return the sensor for analysis.